Event description:
12/6 pt had right hemicolectomy. Pt had uneventful course until 12/7 when suffered lower gi bleed that necessitated transfer to ICU from general floor. Pt went into atrial fibrillation and was treated. Pt received "fluid challenge" to help correct blood loss and did receive 2 units of rbc's on 12/8 and 1 unit of rbc's on 12/9. There was no return to or for pt. Surgeon questioned loose stapling of anastomosis with "new product" as cause of bleed. Expiration date 10/1/2001.